Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. However, the questionnaire shows the surgical site was not irrigated with antibiotic solution before closure. Additionally, the patient attempted to clean the wound and wears high socks that cover most of their legs. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to not irrigating the site with antibiotic solution before closure (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the wound had a hard time healing and was infected. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing well, the wound has healed, and no further issues have been reported.